Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins was left in the patient as it has been depleted for years. Additional information was received from the patient reporting that their ins died in 2016 and their insurance would not pay for the removal or replacement of another ins. They wanted to know if leaving the ins in would hurt them in anyway. Patient services reviewed information and the caller wanted to know if they could have an MRI because they were having lower back problems. Pt reported the device is still in body, but inactive. Pt is experiencing difficulties with severe pain in the area of the implant. Previously, the manufacturer told pt there were no medical issues related with leaving the implant in my body. Currently, pt is in pain and have difficulty completing life tasks. Patient reported while the battery was active, it always became hot when recharging. After the battery died and the insurance company denied the battery replacement, the battery continued to irritate my body with intermittent severe burning and piercing pain. One plus year ago, it became increasingly painful on a daily basis. The pain was active during the daytime and severe during sleep, causing loss of sleep and daytime inability to complete normal tasks due to the pain. The battery has been removed and since removal, patient's sleep patterns have improved and they are no longer experiencing the burning pain. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back and reported the battery had been dead for quite some time and they were having a lot of problems with the device after the implant had died. Patient said they were in severe pain all the time from the implanted battery, so they had the implant removed probably a year ago. Patient did not recall the exact date as to when the implant was removed. Patient stated the neurologist that removed the implanted battery said they couldn't remove the leads because it was a more invasive and dangerous surgery so they didn't have a problem with that. Patient did not recall name of neurologist who removed implanted battery. Patient now had a different medical condition that they needed to get an MRI of in the right hip, but the hospital was refusing them because they did not know what the leads were made of and were afraid to give them an MRI. Patient stated they thought the leads were titanium so they could have an MRI. Agent reviewed MRI guidelines for patient's specific type of stimulator. Patient became escalated and asked why they were never told this when they were implanted, and how they are now being refused the medical care they need. Agent offered to provide materials of the implanted leads but reminded patient of MRI guidelines reviewed at the start of the call. Agent reviewed role of patient services and provided tech services phone number for patient to provide to healthcare provider. The patient was redirected to healthcare provider.